Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('heavy uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and perineal pain ("perineal pain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, vaginal discharge and perineal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, perineal pain, uterine haemorrhage and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case became incident. Event injury was replaced with events from pfs: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal discharge; perineal pain; heavy uterine bleeding, she did not undergo an essure confirmation test. Essure removal date and procedure was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.